Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that approximately two weeks prior to calling adc customer service, customer's meter "broke", noting the test did not start on customer's adc blood glucose meter after blood sample application. Caller further reported that on (B)(6) 2016 because customer had been unable to test for two weeks she began to experience the following symptoms, which were thought to be suggestive of a stroke: "upset stomach, violent vomiting, delusions, confusion, dizziness and possibly a urinary tract infection". Customer was taken to a hospital where a laboratory reading of 850 mg/dl - 900 mg/dl was received. Customer was admitted to the hospital, diagnosed with hyperglycemia and treated with insulin via intravenous infusion. Customer was advised to begin taking insulin and was discharged on (B)(6) 2016. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (4500166271) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.